Event description:
It was reported that a patient presented in-clinic for a right atrial (ra) lead extraction. Prior examination of the patient's ra lead at a patient follow-up had revealed intermittent sensing, high capture thresholds, and dislodgement. The ra lead dislodgement was confirmed through x-ray imaging. The ra lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.